Event description:
It was reported the pt underwent a double valve replacement in 2008. This sjm biocor valve was implanted in the aortic position and a 33mm valve was implanted in the mitral position (medwatch# 3001743903-2009-00027). One year post-op the pt developed endocarditis resulting in regurgitation and both valves were explanted. The surgeon does not have a complaint regarding the performance of the valves. Additional info has been requested.